Event description:
On (B)(6) 2013, it was reported that this vns patient was scheduled for generator explant without re-implant. The device was to be removed due to "vns not working." Follow-up showed that the patient did have the device explanted and that the device was sent for return along with information. The explanted device and information has not been received to date.